Manufacturer narrative:
The ess informed the customer on the correct procedure for reprocessing. This scope was only used for reprocessing demo during staff observation and training. There is no issue reported on the scope. The ess performed the reprocessing in-service with the facility staff. All models ( cf/pcf/gif/sif endoscopes) were reviewed during the in-service and the users¿ manuals. In service visit includes the cleaning and disinfecting information of scopes. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
On january 17, 2022, the user facility director requested an in-service visit of an (ess) endoscopy support specialist for a new facility employee. During the reprocessing in-service visit on (B)(6) 2022, the ess discovered the customer was not aspirating detergent solution during manual cleaning. After brushing, the customer was omitting aspiration and went to flushing the scope with a non-olympus automated flushing machine. This scope was taken from the storage cabinet and used for the in-service. The ess informed the customer on the correct procedure and the customer stated that a suction machine would be install in the reprocessing room. There is no patient infection or harm associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that training for staffs in the user facility regarding device handling as per instructions for use (IFU) and regarding reprocessing was insufficient. A definitive root cause cannot be identified. In IFU (reprocessing manual), warnings about insufficient reprocessing are described as follows. "Precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. In aspirating detergent solution into the instrument channel and the suction channels, details of aspiration process are described." Olympus will continue to monitor the field performance of this device.